Manufacturer narrative:
The sample is reported to be available but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. All information reasonably known as of 17 jul 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint comp-ehc-24-00548. This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, split (hole) in a nasogastric (ng) tube. Per additional information received on 26jun2024, ng tube blocked on the (B)(6) 2024 and the ng tube was unblocked with a 10ml syringe using a sodium bicarbonate solution (1 teaspoon of sodium bicarbonate mixed with 30mls of sterile water to make the solution). Subsequently when flushed with sterile water, the patient was coughing and could feel the water flush in her upper oesophagus. The ng tube was removed and on removal a hole in the ng was found at 40cm. The product was in use since 21may2024. Chest x-ray completed to assess chest status when the hole in the ng was noted ¿ nil medical intervention required following chest x-ray. Gastrostomy (peg) placed (B)(6) 2024 remains an inpatient following a stroke (B)(6) 2024.